Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. D1, d2, d3, d4, g4-510k: this report is for an unknown screws/unknown lot. Part and lot number are unknown. Without the specific part number; the UDI number and 510-k number is unknown. D9: complainant part is not expected to be returned for manufacturer review/investigation. H3, h4, h6: without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report is being filed after the review of the following journal article: hsu, p-j. Et al (2022) guided growth versus varus osteotomy for type ii avascular necrosis following surgery for developmental dysplasia of the hip, the bone & joint journal 2022; vol. 104-b(7), pages 902-908 (taiwan). The aim of this retrospective study was to compare outcomes of guided growth and varus osteotomy in treating kalamchi type ii avascular necrosis (avn) after open reduction and pemberton acetabuloplasty for developmental dysplasia of the hip (ddh). Between september 2009 to january 2019 a total of 43 patients who had undergone a single-stage open reduction and pemberton acetabuloplasty for developmental dysplasia of the hip (ddh) were included in the study. These patients we grouped into two; the guided growth group with 24 patients (2 males and 22 females), a median age during the extended follow-up of 10.5 years (8.4-12.6), and a mean observation period of 3.3 years (2.8-3.8). A partially threaded screw (synthes, switzerland) were used on the 14 out of the 24 patients in the guided growth group. In the osteonomy group, there were 19 patients (1 male and 18 female), a median age during the extended follow-up of 12 years (11.4-13.4), and a mean observation period of 5.2 years (4.5-6). In this cohort, the osteotomy was fixed with either an osteotomy blade plat (synthes) or a locking compression paediatric hip plate (synthes). The following complications were reported as follows: guided growth group: (it is unknown whether synthes or non-synthes caused the event) an unknown number of patients undergone screw revision for the physis growing off the screw. Osteotomy group (all synthes): all patients underwent implant removal within the follow-up period (unknown reason). This report is for an unknown synthes screws. A copy of the literature article is being submitted with this medwatch. This is report 1 of 1 for (B)(4).